Manufacturer narrative:
The customer returned the pump for alleged battery failed alarm, moisture exposure, and a crack on the battery compartment near the belt clip found on (B)(6) 2023. The pump passed the active current measurement, self test, and displacement test however, the pump was received with high sleep current. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were battery-related within spec range. No unexpected failed batt test (battery failed) alarm was noted during testing. A review of the pump history file reveals on (B)(6) 2023 there were two (2) pump error 130 (linenumber 531 filenumber 121) alarms (15:40:34 and 15:40:48), three (3) pump error 82 (linenumber 416 filenumber 16) alarms (15:46:32, 15:48:14, and 15:49:14), two (2) failed batt test (battery failed) alarms (15:50:39 and 15:52:47), and one (1) pump error 4 alarm (15:53:01) that occurred. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, motor flex tail, force sensor, force sensor flex tail, and on the inside of the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. Unexpected battery failed, pump error 4, pump error 82, and pump error 130 alarms are confirmed due to moisture damage on the hardware. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery compartment, serial number label peeling, and pillowing keypad overlay. Unexpected battery failed, pump error 4, pump error 82, and pump error 130 alarms are confirmed due to moisture damage on the hardware. Cosmetic damage on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer went to pool and reported battery failed alarm. Customer also reported a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue use of the device. The insulin pump will be returned for analysis.